Manufacturer narrative:
(B)(4). This complaint, for use error-breach in aseptic technique was confirmed because the patient experienced a breach in aseptic technique and acquired peritonitis, which is a use error that can cause can peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in (B)(6) of peritonitis in a patient (age and gender not reported) coincident to receiving dianeal pd4, g-1.5% bag therapy. On an unreported date, the patient began treatment with dianeal pd4, g-1.5% therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported if dianeal pd4, g-1.5% therapy was ongoing. On an unreported date, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. It was not reported, whether a peritoneal effluent analysis was performed. On an unreported date, the patient was treated with antibiotic therapy (medication, dose, route and frequency not reported). On an unreported date the patient was discharged from the hospital. The patient recovered from the event of peritonitis. Per the physician, the peritonitis was more likely related to the pd procedure and the patient's own condition. The physician declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.